Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address disassociation of the liner from the cup. Doi (B)(6) 2007 - dor (B)(6) 2013 (left hip). The devices associated with this report were not returned. A complaint database search finds no other related incidents against the known product and lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the acetabular cup as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. This complaint is now legal. After the review of the medical records for MDR reportability, the revision operative note indicated metallosis, metallic debris around the stem, malpositioned cup, and disassociation of the liner and cup. The stem and femoral head are being added.

Event description:
Patient was revised to address disassociation of the liner from the cup.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.